Event description:
It was reported the stimulator was about to break through the skin, so it was revised in june. Since the revision the stimulator had tilted. It was noted the therapy was good. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).